Event description:
On (B)(6) 2025, a user who was newly trained on the ilet reported hypoglycemia after announcing a meal while already low (cgm reading of 60mg/dl). The user became increasingly confused and experienced a seizure. Ems was called and administered glucagon and IV fluids. The user was transported to the hospital and monitored before discharge the same day. No long-term health effects were reported.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No device malfunctions were identified in the engineering logs. Cgm and device data confirmed that insulin delivery was suspended appropriately when bg dropped below target, and alarms were issued as expected. The user announced a usual breakfast when cgm bg was below 70mg/dl, resulting in insulin delivery during a hypoglycemic state. The cause of the event could not be definitively determined; however, a device malfunction was not identified. Should additional information become available, a supplemental report will be submitted.